Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms in ring to can configuration. The configuration was reprogrammed tip to can and within range measurements were observed. Subsequently, high out of range pacing impedance measurements were observed in the tip to can configuration. The patient was brought into the clinic and out of range measurements were unable to be reproduced, so the configuration was left tip to can and an x-ray was taken. The results of the x-ray have been unable to be obtained at this time and are unknown. Programming changes were made to the lead vector and monitoring will be continued. This product remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that increased threshold measurements and decreased amplitude measurements were also observed. A lead fracture was suspected. An invasive procedure was performed. The lv lead was surgically abandoned and replaced and the crt-d remains implanted and in service. No additional adverse patient effects were reported.

Event description:
Additional information was received that continued high out of range lv pacing impedance measurements greater than 2,000 ohms were observed in addition to lv loss of capture (loc) in all programmed vectors. Lv pacing was programmed off and a lead revision will be considered on a future date.